Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a urinary catheter. The client is reporting that the device could not be removed, as the balloon could not be deflated; the balloon was pricked with a needle to deflate; this pt is on anticoagulant treatment; superficial lesions on the urethra.

Manufacturer narrative:
Submit date: 09/03/2008. An investigation is currently underway; upon completion, the results will be forwarded.